Event description:
During follow-up, the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of no communication and premature depletion could not be confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.